Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: there are no previous complaints of this code/batch. There are no units in OEM stock. Received 25 closed samples and one open and unused sample with the needle connected to the thread. Needle attachment of the closed samples received was tested and the results fulfil the requirements of the OEM. Needle attachment test results prior to releasing product were within specification. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: n/a.